Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing a drop in the blood glucose level (from 130/135 to 105) and thought that the pump was delivering too much insulin and was not functioning properly. Carbohydrates were consumed to address the bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be operating as intended. The customer declined further troubleshooting.

Manufacturer narrative:
The pump data was reviewed. No device failure was identified that would lead to an over delivery of insulin.